Manufacturer narrative:
The report from the affiliate indicated that the tip of the catheter broke off immediately at the start of the procedure. Patient status is unknown. The product was returned for evaluation and testing; however, the engineering evaluation is not completed. Additional information will be submitted within 30 days upon receipt.

Event description:
Pigtail tip of catheter broke off.